Event description:
This now 66 year old male pt underwent insertion of a penile prosthesis in february 1992. The following implants were placed at that time: ultrex reservoir, 100 ml, p/n 7241130, cylinders, 21 cm x 12.0 mm, p/n 72401127, p/n 72400270, and inflate/deflate pump, p/n 72400151, at some unk date, the pt and physician had been notified by co that his pump number was among a batch of possible defective pumps. In april 1994, the pt presented to the physician with a non-functioning prosthesis. On 5/31/94, the pt underwent removal of the penile prosthesis and insertion of a new 1 cm cylinder prosthesis, corporotomy, penile straightening, and hydrostatic dilitation of the reservoir capsule.